Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('it was in was were an ectopic pregnancy') and ruptured ectopic pregnancy ('ectopic pregnancy was from there I was bleeding internally') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device expulsion ("the one ecoil was just laying in uterus.") And pelvic pain ("sawing,stabbing and burning pain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and device expulsion outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device expulsion, ectopic pregnancy with contraceptive device, pelvic pain and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality-safety evaluation of ptc. Event: pregnancy with contraceptive device clubbed with ectopic pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('it was in was were an ectopic pregnancy') and ruptured ectopic pregnancy ('ectopic pregnancy was from there I was bleeding internally') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced device expulsion ("the one ecoil was just laying in uterus.") And pelvic pain ("sawing,stabbing and burning pain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device expulsion, ectopic pregnancy with contraceptive device, pelvic pain, pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.